Event description:
Several months ago, the user stated he was not hearing very well, he noticed a decline in speech performance with the device. The user has been re-implanted. This refers to report 9710014-2021-00217. Please refer to this report for further information.